Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer was sent new charging supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.